Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient present had multi ligament reconstruction, bone staples in both lateral tibia and proximal femur medial. These staples were still inside at time of revision surgery (B)(6) 2020. Revision surgery of tibial base plate, insert and patella resurfacing. The procedure finished with a smith and nephew backup device.

Manufacturer narrative:
It was reported that the patient had a revision surgery to remove tibial base plate and insert. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device details were not made available, device history record and complaint history review cannot be completed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is not enough information to make a cross-check between the reported failure and the device involved, therefore the potential causes of the reported event could not be determined. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.